Manufacturer narrative:
The exact date of event is unknown and therefore, this field was populated with (B)(6)2022. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was a hemostatic valve defect. Blood came out of the valve. Back bleeding was noticed, valve probably dislodged. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. There were no patient consequences.

Manufacturer narrative:
The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was a hemostatic valve defect. Blood came out of the valve. Back bleeding was noticed, valve probably dislodged. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo¿ sheath. Several kinks were observed on the dilator. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then, a functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device 00001919 number, and no internal action related to the complaint were found during the review. The hemostatic valve dislodged reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-sep-2022, it was determined that the correct product manufacture date is 25-feb-2022. Therefore, the h4. Device manufacture date has been updated.